Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the us.

Event description:
It was reported that the pt was experiencing pain in his hip.